Event description:
During the preparation for a procedure, the physician damaged the neuron 070 delivery catheter. The catheter was stretched when it was pulled back off of the packaging mandrel. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.